Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient experienced diaphragmatic stimulation. A right atrial (ra) lead dislodgement was suspected. The lead was reprogrammed and ultimately repositioned. It was also reported that during the revision procedure, the physician chose to add additional slack to the right ventricular (rv) lead. While the rv lead had shown no performance issues, it was noted that the revision was made due to the patient's obesity. While adding slack to the rv lead, it was noted that r waves dropped. The physician chose to reposition the rv lead at that time. Both the ra and rv leads showed good readings following repositioning and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and atrial lead capture issues were noted. A right atrial (ra) lead dislodgement was suspected. The lead was reprogrammed and ultimately repositioned. It was also reported that during the revision procedure, the physician chose to add additional slack to the right ventricular (rv) lead. While the rv lead had shown no performance issues, it was noted that the revision was made due to the patient's obesity. While adding slack to the rv lead, it was noted that r waves dropped. The physician chose to reposition the rv lead at that time. Both the ra and rv leads showed good readings following repositioning and remain in use. No further patient complications have been reported as a result of this event.